Event description:
It was reported that the pump had a base communication failure. No patient injury was reported.

Manufacturer narrative:
Is MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Error history log review found a battery communication timeout. During multiple flow and occlusion testing, the reported problem could not be duplicated. The root cause of the reported issue was unable to determined. Actions were taken to mitigate the reported issue: replaced the battery as a preventive measure.